Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/17/2015 and found disconnected hemoglobin (hgb) lyse restrictor tubing at the check valve. The fse installed a compression fitting onto the restrictor line and reconnected this tubing back onto the check valve and ensured the tubing was securely attached with no further leakage or errors. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported receiving "backwash tank not full" error messages from a coulter lh 750 hematology analyzer during instrument startup. While troubleshooting the issue, the customer observed a fluid leak of approximately 50ml, which was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.